Event description:
As reported by the user facility information in china: "catheter broken" according to the customer: "after successful puncture by the nurse, blood leakage was found at the end of the catheter. The catheter was slightly withdrawn and it was found to be broken."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Device history record (DHR): reviewed the device history record for batch number 22h26g8951 and there was no defect encountered during in process and final control inspection. Received 1 used and contaminated introcan safety 3 pur 24g 0.7x19mm-ap without packaging. Cannula hub and protective cap were not returned for investigation. Based on test spec #: hc-my01-m-5-4-10-388-0 (test specification - introcan safety® 3 sterile), sample was taken to a visual test according to test method 102002 and observed tear off / damaged capillary (please refer to pictures attached in pc notification). Note: forwarded the sample to production for further evaluation and investigation. Object part: metal bush. Task for (B)(4): review of batch history records. Status: task completed. DHR reviewed. Task for (B)(4): no sample(s). Status: task completed. No samples. Task for (B)(4): awaiting statement. Status: task completed. Root cause analysis: (B)(4). Process cards show no abnormalities. Summary of root cause analysis: received one picture of used introcan safety 3 pur 24g 0.7x19mm-ap. From the photo received, the capillary was seen cut off from the catheter horn area. Unable to observe further on the cutting type at the torn off capillary area since no sample was return. Process analysis: reviewed the machine process flow, any catheter damages will be detected by the in-process camera vision system and will be rejected by the process automatically in the reject part extraction station. Tear-off/broken capillary will result in lost detection of the catheter tip. This will be automatically rejected by in-line vision camera by both processes cal and ecm. Cal process flow: (refer into cir). Ecm process flow: (refer into cir). Simulation 1: a simulation was conducted by cutting a capillary to a shorter length and test at both cal and ecm machine vision system. The example sample was able to be detected and was rejected. Cal vision system detection: (refer into cir). Ecm vision system detection: (refer into cir). Simulation 2: another simulation was conducted by purposely trying to break off the capillary under different scenarios. Scenario 1 - pierce by cannula a simulation was conducted by using a good part and piercing the capillary with a cannula and later tearing off the capillary. This defect is similar to cannula reinsertion where the cannula would pierce the capillary and cause it to broken apart. The capillary broken area exhibits a clear "v" shape cut from the cannula bevel. Simulation pierce by cannula: (refer into cir). Scenario 2 - cut by scissors: a good sample capillary was cut by scissors and take the sample for inspection. The cut area showing a clean cut of the capillary. Simulation cut by scissors: (refer into cir). Scenario 3 - clamp by vein clamp: a good example sample capillary was clamped by vein clamp and break the capillary apart. The sample was taken for inspection and the capillary broken area was in an uneven shape, the capillary was folded and it was stretched. Simulation clamp by vein clamp: (refer into cir). Simulation 3: venipuncture situation: the venipuncture was simulated, and blood is visible in the cannula hub chamber picture 1. Then, the catheter was advanced off the needle picture 2, and assuming that no blood visible in the catheter (no second flashback). Try to reinsert the cannula back into the vein which possibly could resulting in cut of the catheter as in picture 3. (Refer into cir). There is possibility that the catheter could be cut off as communicated in IFU warning section stated that: extreme care should be taken not to cut the catheter and possibly cause an embolism. Never reinsert the needle inside the catheter once the needle has been partially or completely withdrawn as it may pierce and/or sever the catheter. Manufacturing control: all the products are subjected to in-process quality controls and final controls inspection on a random sample basis which has been conducted by different teams on a regular basis within the production process to ensure the product are free from any damages. Herewith a systematic product defect would be detected. Batch analysis: no deviation observed from the final control record for batch 22h26g8951. (Refer into cir). Cause : defect due to wrong handling (referring to application error or off-label use). Corrections/containment plans with effective date: not applicable. Corrective actions with effective date: not applicable. Justification: not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.